Manufacturer narrative:
Date of event is estimated, initial reporter phone number: (B)(6).

Event description:
Related manufacturer report number: 1627487-2024-07025. It was reported that the patient was experiencing loss of therapy. It was noted that both of the patient's leads had high impedances. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced, and the patient has a fully functioning system again post-operatively.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead (a) found a kink on tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.